Manufacturer narrative:
The generator was analyzed and found to the reported issue was reproducible in system logs, with multiple c-34 errors logged on different dates, along with recurring c-06 / m-18 / m-11 error patterns on multiple dates, and m-32 errors. Analysis confirmed and replicated the event, with the unit exhibiting c-34 / c-00 startup errors and c-00, m-11, and c-84 errors recorded in logs. The complaint was confirmed based on the field evaluation. The probable root cause of error was attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-34 occurred when using monopolar energy. The site changed the monopolar energy mode from swift to classic. The monopolar energy began working, but the site chose to use a third-party generator for the case instead. There were no reports of patient injury.